Manufacturer narrative:
The investigation determined that the event was consistent with a hardware-related issue. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable hba1c results from several patient samples tested on the cobas c 303 analytical unit. Two patient samples with discrepant results were provided: patient sample 1. The initial result was 15%. The repeat result was 5%. Patient sample 2. The initial result was 9%. The repeat result was 4%.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer inspected the analyzer and found a contaminated water tank due to incomplete customer maintenance, a missing tube connector in the sample probe, and a broken tube in the wash unit. He replaced and calibrated the missing tube connector, repaired the broken tube, and adjusted the dispensing volumes. The investigation is ongoing.